Event description:
The dealer said, "the right leg closest to the user buckled when the user was getting up from a chair". The users left elbow was scraped and a small bruise when the elbow landed against a wall." "No medical treatment was sought when asked."